Event description:
A clinician treating a pt for brown spots on forearm reported that the pt presented in the office with red-brown epidermal crystal shaped areas on both forearms and some appearance of blistering. The pt is reported to be an "avid tanner."

Manufacturer narrative:
A review of the reported event by sciton clinical staff concluded that the probable root cause was treating a pt who was an "avid tanner." The parameters of the protocol were reinforced with the clinician with particular attention given to the pt's skin type and tanned skin as a contraindication when receiving bbl treatment. The function of bbl device is not in question.